Manufacturer narrative:
The device referenced in this report was not returned to olympus for further evaluation. Olympus followed up with the user facility to obtain additional information and was informed that while the doctor was performing cut and seal using the thunderbeat device, there was controlled bleeding. The intended procedure was completed with another thunderbeat device as the first hand piece came in contact with non-sterile drape which was placed next to patient in operation room and the tip of the device burned through sterile drape. The exact cause of the reported event could not be conclusively determined at this time. This type of thunderbeat damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the thunderbeat."do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that a patient experienced a post-op bleed five days after undergoing a thyroidectomy. It was reported that the patient was re-admitted in the hospital to undergo another surgery to treat hematoma and to control bleeding. There was no reported damage to the teflon pad and no metal was exposed. The device was inspected prior to procedure and no abnormalities were found.